Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient had a guidewire inserted through the puncture sheath and was ready to insert the catheter. The guidewire was inserted about 5 centimeters from the front end of the balloon and could no longer be inserted. The guidewire was removed to examine the balloon, and it was found that the front end of the balloon was damaged. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the patient had a guidewire inserted through the puncture sheath and was ready to insert the catheter. The guidewire was inserted about 5 centimeters from the front end of the balloon and could no longer be inserted. The guidewire was removed to examine the balloon, and it was found that the front end of the balloon was damaged. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f24j0048) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/ziploc bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 5.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. A small amount of blood was noted within the distal end of the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Up on aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the broken central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The reported complaint that the "front end of the balloon was damaged" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. The broken central lumen can cause difficulty inserting the iabc into the patient over the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). The reported complaint that the "front end of the balloon was damaged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "the patient had a guidewire inserted through the puncture sheath and was ready to insert the catheter. The guidewire was inserted about 5 centimeters from the front end of the balloon and could no longer be inserted. The guidewire was removed to examine the balloon, and it was found that the front end of the balloon was damaged. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".